Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and (B)(4) .

Manufacturer narrative:
Age/date of birth: unknown/ not provided. If implanted; give date: n/a (not applicable). The ovd is not an implantable device. If explanted; give date: n/a (not applicable). The ovd is not an implantable device; therefore, not explanted. (B)(6). The healon ovd (ophthalmic viscoelastic device) is not returning for evaluation as it is not available; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the study patient attended the preoperative visit, (B)(6) 2019, where their intraocular pressure measured 17 mm hg in the left eye. The patient had left eye cataract surgery (B)(6) 2019. Reportedly, issues were presented post op with healon ovd (ophthalmic viscoelastic device). A dispersive ovd was used for the first part of the surgery. The patient fell down 30 minutes after the surgery. He presented with a microseidel in accessory incision. At the 1-day postoperative study visit, (B)(6) 2019, the subject had a spike in iop (intraocular pressure) of 35 mm hg. The ocular hypertension was treated with apraclonidine drops and acetazolamide pills. A secondary surgical intervention was not performed. The investigator considered the event not serious/sight threatening, possibly related to the device and anticipated. Follow-up reported that the seidel was due to the post-surgery fall and not related to the ovds used during surgery. The seidel is now resolved. No further information was provided.